Event description:
It was reported that needle sftygld 25x1 rb detached. The following information was provided by the initial reporter: material no: 305916 batch no: 0175206, 0205090.   It was reported that a needle detached from safety device and was left stuck in the patient.   Verbatim: needle detached from safety device and was left stuck in the patient total qty in each found to be defective: 2 was a sample of the defective product able to be kept to be returned to the manufacturer/supplier for their internal review? 2nd one (it is being sent via courier to me today. ) description of the issue: needle detached from safety device and was left stuck in the patient was a safetynet report submitted? Yes. Was clinical leadership at the facility notified of the event(s)? Yes. Are there pictures available? If so, please forward them to me. Yes. Did use of this item result in an injury? No. Fyi - 2 different caregivers administered the shots.

Manufacturer narrative:
H6: investigation summary : one loose safetyglide needle assembly without a shield and one opened and empty blister pack from batch 205090 (p/n 305916) were received and evaluated. It was observed the cannula was detached from the hub and bent at a 30-degree angle. The cannula separation from hub was rejectable per product specification. Potential root cause for needle pulled out of hub defect may be associated with the needle supplier¿s manufacturing process. It could be possible that a jam occurred at the cannulator and the epoxy dispenser didn't apply the right amount of epoxy to the needle. The cannulator was verified finding it that was working properly. No incidents were reported while produced this lot. No corrective actions are necessary for the needle packaging site based on the defective rate identified. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle sftygld 25x1 rb detached. The following information was provided by the initial reporter: material no: 305916 batch no: 0175206, 0205090.   It was reported that a needle detached from safety device and was left stuck in the patient.   Verbatim: needle detached from safety device and was left stuck in the patient total qty in each found to be defective: 2. Was a sample of the defective product able to be kept to be returned to the manufacturer/supplier for their internal review? 2nd one (it is being sent via courier to me today. ) description of the issue: needle detached from safety device and was left stuck in the patient was a safetynet report submitted? Yes. Was clinical leadership at the facility notified of the event(s)? Yes. Are there pictures available? If so, please forward them to me. Yes. Did use of this item result in an injury? No. Fyi, 2 different caregivers administered the shots.